Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the device became unable to be flushed and could not be fully un deployed. While in the patient they could no longer undeploy the catheter, so it was removed for troubleshooting, at this time they found the device was no longer irrigating. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is not expected to be returned for analysis as it was disposed of by the site.